Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery (cfa). An angiogram performed prior to duett deployment (as stated in the duett instructions for use precautions) was only reviewed above the puncture site. Following the deployment, the pt experienced pain in the affected calf and diminished pulses. An angiogram was performed and revealed an occlusion in the common femoral artery, severe peripheral vascular disease in the cfa. In addition, the pt experienced renal failure due to the contrast used during the angiogram. Treatment for the occlusion consisted of thrombolytic therapy, anticoagulation therapy and a percutaneous thrombectomy. The treatment was successful and no further complications were reported.